Event description:
Reportable based on device analysis completed on 26 mar 2025. It was reported that catheter recognition issues occurred. The 87% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but during preparation, the ivus catheter was recognized as an opticross 18, and no image was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window and drive cable were twisted and entangled. No damage or failures were observed on the ccp (catheter code pcba) board assembly or the hub connector pins. The impedance test showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. A functional test on the motor drive unit (mdu) and ilab system were performed to inspect the device, and the catheter was properly recognized by the imaging system when plugged into the mdu. No connection issues or errors were detected during the testing.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window and drive cable were twisted and entangled. No damage or failures were observed on the ccp (catheter code pcba) board assembly or the hub connector pins. The impedance test showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. A functional test on the motor drive unit (mdu) and ilab system were performed to inspect the device, and the catheter was properly recognized by the imaging system when plugged into the mdu. No connection issues or errors were detected during the testing.

Event description:
Reportable based on device analysis completed on 26 mar 2025. It was reported that catheter recognition issues occurred. The 87% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but during preparation, the ivus catheter was recognized as an opticross 18, and no image was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.